Event description:
It was reported that upon power-up the programmer generated an error message. It was cleared once the power was recycled a couple of times. The programmer and radiofrequency (rf) head were returned for service. The rf head was analyzed and tested out of specification. It was indicated that there was no patient impact.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the uplink amplitude tests were out of specification due to the cable being out of electrical specification. As a result the cable was replaced. Concomitant products: product ID 2090aa programmer. (B)(4).